Event description:
Customer reported a leak from a set at the bottom of the accuslide. A life-flight patient was diverted to the emergency department for resuscitation. Normal saline drips were hung on the patient, no admixtures and no drugs pushed. When they experienced the leak they subsequently hung two more sets, both of which leaked in the same area. They changed sets again and had no further problems. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated the device was not saved and is not available for evaluation. The cause of the reported leak is unknown.